Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
It was reported that a penumbra smart coil (smart coil) fell on the floor. The smart coil was dropped prior to its use and did not have any contact with the patient. Therefore, the procedure continued using a new smart coil.